Manufacturer narrative:
B5 updated clinical narrative. Removed e0619 from h6. Corrected data: d4. Catalog number updated/corrected the investigation is still ongoing.

Event description:
An impella rp flex device was inserted into the right femoral vein in a 67-year-old male patient with a past medical history of coronary artery disease (cad), diabetes mellitus, and renal insufficiency, presenting with acute myocardial infarction (ami) complicated by cardiogenic shock following an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR). The patient¿s clinical state prior to initiation of support was consistent with scai stage c shock, and the patient was receiving multiple inotropes and vasopressors. During the implantation procedure, excessive bleeding was noted at the venous access site following removal of the peel-away sheath. Manual pressure was applied to achieve hemostasis, and the patient received one unit of packed red blood cells (prbcs). It was noted that the patient was receiving heparin at the time of the event. The reported bleeding is consistent with known risks associated with large-bore venous access and systemic anticoagulation. While the patient was in the intensive care unit (ICU), an echocardiogram reportedly demonstrated a right-sided cardiac effusion. Upon arrival to the transferring hospital, further evaluation determined that no effusion was present, and no therapy was required to address the initially reported finding. The patient remained on impella rp flex support. The impella functioned as intended at p-5 with flows of approximately 2.0 l/min. Cardiac injury is a potential adverse event in this clinical context and may be influenced by critical illness, cardiac arrest, anticoagulation, and mechanical circulatory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted into the right femoral vein in a 67-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. During the procedure, there was excessive bleeding at the venous site after peeling away the sheath. Manual pressure was applied to achieve hemostasis. One unit of packed red blood cells (prbcs) was given. It was noted that the patient was on heparin. While the patient was in the intensive care unit (ICU), an echocardiogram showed an effusion on the right side of the heart. It is unknown if treatment was required. The post-procedure outcome is unknown. The impella functioned at p-5 at 2.0l/min as intended. Cardiac injury is a potential adverse event, and consistent with known device-related and patient-related factors.

Event description:
Clinical narrative: an impella rp flex device was inserted into the right femoral vein in a 67-year-old male patient with a past medical history of coronary artery disease (cad), diabetes mellitus, and renal insufficiency, presenting with acute myocardial infarction (ami) complicated by cardiogenic shock following an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR). The patient¿s clinical state prior to initiation of support was consistent with scai stage c shock, and the patient was receiving multiple inotropes and vasopressors. During the implantation procedure, excessive bleeding was noted at the venous access site following removal of the peel-away sheath. Manual pressure was applied to achieve hemostasis, and the patient received one unit of packed red blood cells (prbcs). It was noted that the patient was receiving heparin at the time of the event. The reported bleeding is consistent with known risks associated with large-bore venous access and systemic anticoagulation. While the patient was in the intensive care unit (ICU), an echocardiogram reportedly demonstrated a right-sided cardiac effusion. Upon arrival to the transferring hospital, further evaluation determined that no effusion was present, and no therapy was required to address the initially reported finding. The impella functioned as intended at p-5 with flows of approximately 2.0 l/min. The pump was explanted. Cardiac injury is a potential adverse event in this clinical context and may be influenced by critical illness, cardiac arrest, anticoagulation, and mechanical circulatory support.

Manufacturer narrative:
B5 clinical narrative updated and d6 explant information was updated.

Manufacturer narrative:
Additional information: the device was not saved and will not be returned.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of bleed was most likely patient related since bleeding occurred after switch to repo unit while following all best practices.